Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when attempting to implant the tibial tray component, the surgeon struck the impaction handle with a mallet as per normal. The rotating platform tibial impactor split into two pieces. The pieces were retrieved without incident

Manufacturer narrative:
Additional narrative: device evaluated by manufacturer. It was reported that when attempting to implant the tibial tray component, the surgeon struck the impaction handle with a mallet as per normal. The rotating platform tibial impactor split into two pieces. The pieces were retrieved without incident the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.